Manufacturer narrative:
Patient city: (B)(6). Patient country: greece. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set tubing detachment as tubing came apart at tubing connector on (B)(6) 2026.the site location of infusion set was right abdomen and was used in for one day.